Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there are scratches on the screen. The damaged occurred is normal wear and tear and pump have been bumped around. Customer stated that it is getting hard to read the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a partially broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, a severely scratched lcd window, and a scratched reservoir tube window.